Event description:
Despite consistent mapping and rehabilitation, recipients' performance remained suboptimal, and electrode exposure was confirmed. The electrode was visible on endoscopic examination through the external auditory canal.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Despite consistent mapping and rehabilitation, the recipients' performance remained sub-optimal, and electrode exposure was confirmed. The electrode was visible on endoscopic examination through the external auditory canal.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. This is a final report.